Manufacturer narrative:
The reporter called back on (B)(6) 2015 to troubleshoot the pump. Customer support found there was no moisture or corrosion in the pump and the patient was able to safely read the display. The display issue was not resolved by adjusting the contrast settings.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 07/13/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: confirmed a dim pink display. Unrelated to the complaint, there is a stripped battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.